Event description:
Extracted omnifit flex stem with distal tip as well as the series 2 poly insert from the cup. Replaced with a competitor's stem and a new series 2 poly.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device disposed by facility.